Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between their transmitter and smart device. It was reported that receiver was exposed to water damage. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time. No additional patient or event information is available.